Event description:
It was reported that the patient experienced hyperglycemia and managed elevated blood glucose levels with multiple daily injections after the infusion site was accidentally ripped out when the tubing became caught on a doorknob on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.